Event description:
On 05/jan/2024 it was reported that this male peritoneal dialysis (pd) patient was in the hospital with a diagnosis of peritonitis. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient contacted the on-call nurse after hours on (B)(6) 2024 with complaints of bowel pain. The patient was instructed to go to the emergency room (ER). The patient had pd effluent cultures obtained and was admitted to the hospital with a diagnosis of peritonitis. The pd cultures were positive for enterobacter cloacae. No information pertaining to the patient¿s antibiotic regimen was provided. The patient was discharged on (B)(6) 2024. The cause of the peritonitis event was not documented. The patient continues to complete pd therapy utilizing the liberty select cycler.